Manufacturer narrative:
The complaint of a damaged catheter that prevented threading during the insertion process could not be confirmed from the representative 24g insyte autoguard units that were received in sealed unit packages. A visual examination of the returned samples revealed no damage or defects. A functional test to simulate insertion of the IV catheter revealed that the needle tip and catheter tip penetration forces and catheter drag forces were within specification. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The plastic catheter was split and flared at the end. This defect prevented the catheter from being threaded. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
Additional information. Clarification that this device issue occurred during use. Correction. The incorrect device material and lot number were entered into the initial MDR. Corrections made.

Event description:
Was noticed during the IV insertion process.